Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the drill is fractured away and was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the material of the pin passing drill tip is intended for surgical applications and is biologically compatible; however, this device is not approved for implantation. The patient impact beyond possible corrosion and/or local irritation/discomfort of the retained non-implantable foreign body fragments cannot be determined. Migration is unlikely as it was noted the tip was left in the bone. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the tip of the passing drill broke away and was left in the bone. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. No reported adverse outcome to the patient.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).